Manufacturer narrative:
The field service engineer (fse) instructed the customer via telephone to troubleshoot on 01/04/2016. The fse had the customer verify proper strip pad saturation and found that it was not saturated. Probe alignment was good but the securing screw to the syringe was loose. Customer tightened the screw and this resolved the qc issue. The repairs were verified per established laboratory procedures. Bec internal identifier for this report is (B)(6).

Event description:
The customer reported they were failing ca control for bilirubin on the ichem velocity automated urine chemistry system. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.